Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019, due to meningitis unrelated to the device. It is unknown when the patient will be reimplanted with a new device, as of the date of this report.